Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the blood parameter monitor (bpm) would read up to 12% venous oxygen saturation value higher before calibration. This was not seen with the second device nor with loaner. The device was not changed out, as the bpm was calibrated. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per the clinical review: per the perfusionist, (ccp), the inaccuracy issue was not with the venous oxygen saturation measurement (as was the initial understanding of the report), but was with the hematocrit measurement. According to the ccp, prior to the in-vivo recalibration during the first minutes of cpb, the bpm hematocrit measurement could be 12 percent points different than their laboratory analyzer. They do not perform any clinical maneuvers until the in-vivo recalibration is completed. After the in-vivo is completed, the hematocrit is usually just 1-2 percent units difference from the laboratory analyzer.